Manufacturer narrative:
The device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a biliary drainage catheter exchange procedure the plastic stiffener stylet broke. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.